Event description:
In 2006, a clinical incident involving a procise ez plasma wand was reported to arthrocare corp. During a tonillectomy procedure, the screen from the tip of the plasma wand was reported to have detached and was not retrieved. It is unk if the fragement remains in the pt. No injury was reported and the pt is reported to be doing well.

Manufacturer narrative:
The device was not returned for investigation. No conclusion can be made.